Event description:
A malfunction on the pump was reported by the caller, identified by a malf 5 code, and was not resettable. There was no reported impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer opted for mdi as a backup insulin therapy to prevent any interruption. Technical support confirmed shipping details and arranged for a replacement pump to be sent, advising the customer on procedures for returning the malfunctioning pump to tandem via ups. Instructions on storage mode were also provided, and the caller acknowledged these steps.